Manufacturer narrative:
Reported event: an event regarding rom involving a triathlon insert was reported. The event was confirmed through clinician review of the provided medical records. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As part of the medical review for this patient it was reported that manipulation under anesthesia took place on the (B)(6) 2018.